Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there is a white area on the cartridge patient line that looks like the tubing is "pinched". The customer experienced an elevated blood glucose level in the 300's (mg/dl) and it was addressed with a bolus via the pump. The customer loaded a new cartridge successfully.